Manufacturer narrative:
(B)(4). The device was returned for evaluation. A visual inspection revealed that two tubes separated from the y-junction of the device. For one tube, there was a tear in the tubing causing it to separate from the y-junction. For the other tube, the tubing was intact, but it separated from the y-junction at the point of solvent application. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a catheter extension set had cut tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.